Event description:
It was reported there was a revision surgery performed to remove the implant and replace with stryker mesh.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Manufacturer narrative:
The reported event cannot be confirmed, since no evidence of the infection, e. G. Lab results, could be provided. This case was presented to stryker's medical expert. He stated that the device did not cause infection. Conclusively, this event does not meet complaint requirements, and the investigation is closed as a product inquiry accordingly.

Event description:
It was reported there was a revision surgery performed to remove the implant and replace with stryker mesh.